Event description:
It was reported they did not think the system was delivering insulin as it should. They commanded a bolus and the insulin on board (iob) increased according to the personal diabetes manager, but they don't think insulin was actually delivered. They had to use the patient's backup insulin pen. The patient's blood glucose level was not reported. They did not receive any error messages.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.